Event description:
It was reported that the imaging system stopped imaging about half way through the case. When the user reconnected the ivus catheter to the imaging system, blood was observed in and around the pim. Also the MFR clinical specialist noticed blood in the ivus catheter's connector hub. The hosp biomed dept cleaned out and tested the pim and it was found working properly. The ivus catheter was returned to the MFR for eval. It was further reported that the ivus catheter did not get stuck in the lesion or to any other device. The ivus catheter was removed over the .035 guidewire. There was no report of adverse event and the pt was discharged from the hosp according to the original treatment plan.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg released criteria. The complaint database was reviewed and to date, no other complaints have been reported for this failure mode within this lot. The device was returned to the MFR and during visual inspection, damage to the ivus catheter was observed approximately 52.5 cm from the end of the distal tip. Blood was observed in the guidewire port channel and inside the connector. When the ivus catheter recognized but did not produce any image. Electrical continuity was performed and the investigation isolated the failure in the connector assembly which is likely due to the accumulated dried blood observed inside the connector. The result of the investigation is likely due to user handling. The IFU precautions for this device states that "the visions pv 8.2f is a delicate scientific instrument and should be treated as such. When inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur." No further action is required.